Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose. Customer's physician advised customer to treat with insulin pump and manual injection which caused low blood glucose; as a result, customer was hospitalized. Customer was hospitalized on (B)(6) 2016 with blood glucose of 25 mg/dl. Customer was treated and discharged and blood glucose continued to be high. Customer was hospitalized again on (B)(6) 2016 with blood glucose of 588 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Customer would be called back in order to perform high pressure test.